Event description:
It was reported that the steering handle was difficult to turn. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The steering assembly was cleaned, lubricated, and adjusted during the service call. The system was tested and found to be working as intended and put back into service.